Manufacturer narrative:
Upon visual inspection, it was found that this screw was fractured in two pieces between the head and the threaded portion. The internal hex on the head was stripped. The cause is undetermined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw fractured.